Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The sales rep reported the silicone tubing from an omnispan device fell into the patient during a meniscal repair procedure. The backstop pulled the tubing out as it was being deployed. The surgeon easily removed the entire piece of tubing from the patient. Another like device was used to complete the procedure successfully with no harm or consequences to the patient.